Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited a coating/sheath that came off from the end of the scope. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the coating that came off from the end of the scope, the cause was due to a chemical burn on the bending section cover. A definitive root cause of the issue could not be determined, however, the issues was like the result of component failure due to chemicals used during device cleaning/reprocessing and or repetitive use stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.